Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (b)(64) 2015, explanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
It was reported that the left side battery had eroded through the patient's chest wall skin which was why it was removed. It was also noted that patient's left side implantable neurostimulator (ins) battery removal due to infection. The left (ins) battery was removed along with the extension lead. It was also reported that the right side ins battery was failing and in need of replacement. Therefore healthcare provider replaced it on (B)(6) 2016. The patient had new device implanted on both side on (B)(6) 2016. The indications for use for this patient were parkinson's dual.

Event description:
The battery eroded through the incision due to patient activity. It was replaced due to infection. The cause of the right battery failing was not due to battery depletion. The hcp did not clarify the cause of the right battery issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.